Event description:
Per the audiologist's report, this pt experienced reoccurring problems with the skin flap opening up. A revision surgery was performed in 2006, (exact date not provided) to repair the site. The incision site is well healed at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.